Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user received multiple intermittent occlusion alarms. There was no impact to the user¿s blood glucose level. Reportedly, the user was not experiencing an occlusion alarm at the time of the report.